Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/11/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, investigation revealed a blank screen. Upon removal of the pump case, no moisture was found. The pump was able to power up with external power supply. Further investigation showed that the pump was drawing excessive electrical current. Further diagnosis showed that the u10 voltage regulator failed leading to excess current draws.